Event description:
It was reported the patient was confused about the system he had installed a year prior. It was reported the system would not hold charge and the patient was afraid to have it in his body without a charge because he did not know what the battery was going to do. It was noted it was not working and he was frustrated. It was reported the patient was unable to charge his neurostimulator(ins) and it was not working and not helping his pain. It was noted the patient was "just finished with it." It was logged that therapy never worked for his back pain since implant. It was reported the patient could not get his ins to hold a charge and he could sit on his charger all day but could not get the ins to hold a charge. It was then reported this started in the summer. It was reported the patient could not remember the last time he charged the ins all the way. It was noted the last time he recharged he got a "quarter of the way" and it only lasted a day or 2. It was logged that was 6 weeks prior to report. It was logged the patient wanted to have the ins removed. It was then noted the device was sitting in him uncharged. It was further reported the device was dead and they could not charge the recharger. It was stated the patient had no stimulation sensation. It was further reported the device was not providing any relief at the time of report and had only provided a little relief at the beginning. It was further reported the patient still had concerns with their device or therapy but had not sought further help. Additional information received reported there was overdischarge that occurred during normal use. It was reported the overdischarge was confirmed, it was the first overdischarge, and a physician mode recharge successfully reset the device. It was noted that no action was required as a result of the event, and impedance testing, x-rays, and reprogramming were all done as diagnostic testing or troubleshooting. It was noted the issue was resolved and the cause was not determined. Additional information received reported the patient had a follow up appointment scheduled for (B)(6). Additional information received reported the doctor scheduled a revision on (B)(6) 2014. It was logged he would replace the entire system with surescan leads and prime battery then.

Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger. (B)(4).

Event description:
Patient's device was explanted. Please see manufacturer reports # 3004209178-2014-07141 for information pertaining to the explant.